Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 11:00am at home. . Caller stated that the end-user started sweating and was incoherent, so the caller performed a blood glucose test with the prodigy meter, the meter read 121mg/dl. The caller does not know what a normal result would be for the end-user around that time of day. The caller felt that the reading form the prodigy meter was incorrect, so they contacted the paramedics. No food drink or medications were taken while waiting for paramedics to arrive. Paramedics arrived within 5 minutes and tested the end-users blood glucose test with their meter and got a result of 36mg/dl. The paramedics gave the end-user glucose through the IV. The end-user was not transported to the hospital by paramedics and he did not go on his own. When the IV finished the paramedics checked the end-user blood glucose however the caller does not recall what the result was. The end-user takes insulin as follows: levemir 15 units a day novolog 7 units a day + sliding scale: less than 139mg/dl just 7 units. Over 139mg/dl +1 unit per 10mg/dl added. No additional information was provided.